Event description:
It was reported that during a stent procedure, the stent delivery system (sds) was separated at the guide wire exit notch when it exited the guiding catheter, after stent deployment. There was no resistance noted during the case. Both pieces were removed in the guiding catheter. Reportedly, there was no pt injury.